Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, it was noticed that there was something protruding at the tip of the device. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the complaint device inside the patient was provided by the customer and shows the wire anchor was dislodged.

Manufacturer narrative:
Block h6 (device codes): medical device problem code a051201 captures the reportable event of wire anchor dislodged. Block h10: the returned truetome 44 was analyzed, and a visual evaluation noted that the working length was severely twisted at the distal section. The wire anchor was properly placed in the device, it was not displaced/dislodged. Also, the pierced hole in the anchor position was not torn. The device was observed under magnification and the paint markers were in good condition with acceptable paint missing at the tip and drag marks were observed in the surface. Per media analysis, the picture was not clear enough to determine the problem. However, during physical analysis of the device, the anchor was properly placed within the extrusion. The peeled paint marker indicates that the damage observed in the picture could be part of the peeled off blue paint. A functional evaluation was not performed due to the condition of the device. No other problems with the device were noted. The reported event of wire anchor dislodged was not confirmed. Upon analysis, the wire/anchor was not dislodged/dislocated. Since the reported problem cannot be confirmed, the investigation conclusion code for the problem wire anchor dislodged is no problem detected. It was found that the working length was severely twisted at the distal section. Based on the condition of the device, the problem found could have been caused if multiple attempts to rotate the device without the tip completely out of the working channel of the scope, or due to rotation of the device while the distal section was caught in the patient anatomy impeding a proper rotation of the device from the handle. Also, the device had drag marks in the blue paint marker, which could be cause by the contact between the device and a hard surface. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, it was noticed that there was something protruding at the tip of the device. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the complaint device inside the patient was provided by the customer and shows the wire anchor was dislodged.